Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. The device was removed, hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The patient had no infection disease. The visual indicator window changed to black-black. The device was used in a percutaneous coronary intervention (pci) procedure. The device was used per the instructions for use (IFU). Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. The device was removed, hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The patient had no infection disease. The visual indicator window changed to black. The device was used in a percutaneous coronary intervention (pci) procedure. The device was used per the instructions for use (IFU). Additional information was requested but not provided. One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were performed, however they were unsuccessful. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. A review of the manufacturing documentation associated with lot 18293561 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device; however, the internal mechanism of the lever was found with no anomalies. Procedural, anatomical, and/or handling factors might have contributed to the condition found on the unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product history review and product analysis do not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.